Event description:
It was reported by the patient that they were having a hard time breathing and that their heart rate was typically in the low 50¿s. The patient saw a specialist, had diagnostic testing and the implantable pulse generator (ipg) function was questioned. The device remains in use. No further patient complications have been reported as a result of this event.